Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, probable causes are such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited broken probe unit tip. There was no patient involvement.